Manufacturer narrative:
Unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, unexpected restart test, and all operating current measurements were normal. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced recurring high blood glucose levels. Her blood glucose level was going higher when she tried to bolus. Customer's blood glucose level was 598 mg/dl. She treated her blood glucose level with manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.